Event description:
While using forceps during a lap-cholesystectomy, one jaw of the forceps broke off inside the pt. The broken piece was located using a choliangiogram but the physician was unable to retrieve it. Pt & family were notified.